Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were air bubbles in the cartridge. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. There was no serious injury associated with the complaint.